Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device a ventilator inoperative alarm condition was observed. The device's system board and display board were replaced to address the issue. Additionally, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The device's inline proximal filter was replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced preventatively. The device was cleaned and tested and passed all final testing.